Manufacturer narrative:
The cause of imprecise afp and discordant folate results is uknown. Siemens healthcare diagnostics is investigating the issue.

Manufacturer narrative:
The initial MDR 2247117-2014-00076 was filed on november 14, 2014. Additional information (11/18/2014): a siemens customer care center (ccc) specialist performed troubleshooting of instrument. The ccc confirmed that instrument maintenance was current with no signs of system contamination. The water test was within specifications and quality controls were within acceptable ranges. The customer is satisfied with the performance of instrument and has not experienced further discordant results. The cause of imprecise afp and discordant folate results is unknown. This instrument is performing according to specifications. No further evaluation of the device is required. (B)(4). In the initial report, the repeat result for patient 4 was 16.5 ng/ml and 20.4 ng/ml. This information was corrected as only one repeat was performed for patient 4 resulting as 20.5 ng/ml.

Event description:
Discordant, falsely low folate results were obtained for two patient samples on an immulite 2000 xpi instrument. The incorrect results were not reported to the physician(s). The same samples were repeated for both patients, resulting higher than the initial results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low folate results.

Event description:
Imprecise alphafeto protein (afp) results were obtained on two patient samples when run neat versus diluted and discordant, folate results were obtained on two patient samples on an immulite 2000 xpi instrument. No patient results were reported to the physician(s). For patient 1, the sample was run neat, at 1:10 dilution, 1:20 dilution, 1:40 dilution and 1:100 dilution on the same instrument, resulting higher on the 1:20 dilution than the other replicates. For patient 2, the sample was run neat, at 1:10 dilution and 1:20 dilution on the same instrument, also resulting higher on the 1:20 dilution than the other replicates. The sample for patient 2 was then repeated neat on the same instrument, resulting lower than previous results. For patients 3 and 4 samples were repeated on same instrument, resulting higher than the initial results. There are no reports of patient intervention or adverse health consequences due to the imprecision obtained on afp results and discordant folate results.